Event description:
It was reported that during a da vinci-assisted hysterectomy surgical procedure, universal surgical manipulator (usm) arms turned yellow without any errors. Intuitive surgical, inc. (Isi) clinical sales representative (csr) received phone assistance from technical support engineer (tse). The tse reviewed the logs and found unexpected set up joint (suj) movements, which resulted from the usm arm being moved without clutching. The customer pressed the port clutch button to clear the message. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The technical support engineer (tse) reviewed system logs, which confirmed instances of unexpected setup joint (suj) movement. The customer clarified that the issue was resolved by pressing the port clutch button, which cleared the message and restored normal arm behavior. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved. The probable root cause is attributed to an improper customer setup. Based on the tse notes, the system issue was due to a user manipulation of the arms without engaging the port clutch, which led the system to detect unauthorized arm movement. It can be resolved by pressing the port clutch button. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.